Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, a no disposable alarm was noted, and patient stated going to the emergency room due to the fact. No adverse effects were reported.